Event description:
A distributor reported that a customer's pump screen was cracked and unresponsive. The reported blood glucose level was 170 mg/dl, which is within the normal range. The broken pump was scheduled to be returned, and a replacement pump with a new serial number was arranged for the customer.